Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device upgrade procedure. It was noted that pacemaker failed to capture. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correct MFR number should start with 2017865 rather than 3006705815.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level with cautery marks on the can upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation, including capture test found normal capture results. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported capture anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.